Event description:
It was reported that this pacemaker system recorded a lead safety switch (lss) due to high out of range pacing impedance measurements above 3000 ohms on the right atrial (ra) lead channel. Technical services (ts) was consulted and noted noise oversensing present. Ts advised on programming enhancements and x-ray examination to confirm proper lead insertion. No adverse patient effects were reported. This system remains in service.

Event description:
It was reported that this pacemaker system recorded a lead safety switch (lss) due to high out of range pacing impedance measurements above 3000 ohms on the right atrial (ra) lead channel. Technical services (ts) was consulted and noted noise oversensing present. Ts advised on programming enhancements and x-ray examination to confirm proper lead insertion. No adverse patient effects were reported. This system remains in service. Additional information was received indicating that the cause of the observations was a lead dislodgement. The physician opted to explant and replace the lead. No additional adverse patient effects were reported. This device remains in service.